Event description:
The passeo-35 xeo balloon catheter was chosen for treatment. After deflation, it was not possible to remove the balloon catheter from the 0.035 terumo guidewire. Thus, both devices had to be withdrawn and were replaced by using a different balloon and guidewire.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The affected device was returned without the guidewire used in the intervention. The balloon has been in and fully deflated. No blood residue was observed, the device appears well cleaned. Inspection of the device revealed no damage or irregularity. The device dimensions comply with the specifications. After flushing and rinsing, a 0.035 inch reference guidewire could be fully introduced and withdrawn with no unusual friction. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.